Event description:
A customer reported that a folfusor elastomeric device stopped infusion during patient infusion. However, the reporter stated that when the folfusor was disconnected from the patient, ¿the flofusor had a correct flow¿. The reporter stated that there was patient involvement associated with this occurrence but no patient injury, medical intervention, or adverse reaction was reported. No additional information is available.

Manufacturer narrative:
(B)(4): the lot 13k037 was manufactured between the dates october 7, 2013 and october 8, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.